Event description:
Heparin infusion was ordered for the patient. Rn set pump to administer 1000u/hour. This was double checked. IV bag contained 25000u. Approximately 2 hours later rn noticed that the heparin bag was empty. Doctor was notified immediately. No harm to the patient as a result.